Event description:
There is excessive lint coming from towels. This is something they have not seen in the past. The towels seem to lint more when wet.

Manufacturer narrative:
It was reported that there is excessive lint coming from towels. This is something they have not seen in the past. The towels seem to lint more when wet. This has been happening daily since (B)(6) 2026. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.